Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue to monitor the patient and there were no adverse patient effects. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies beyond body fluid in the rv lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this device and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements after a lead configuration change. Boston scientific technical services (ts) was contacted for assistance and discussed the lead measurements. The clinician noted other lead measurements being stable. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted at an unknown date and returned from an unknown source. A portion of all of the leads appeared to be attached to the device, thus supporting that all leads were surgically abandoned during the procedure. No additional adverse patient effects were reported.